Event description:
Patient reported right side "pain, inflammation and inflammation of the mammary glands." Patient later reported "inconspicuous lymph node architecture...milk duct system with cysts (not device related)... Homogeneous glandular parenchyma without conspicuous focal findings, and capsular fibrosis baker 4 with pain" diagnosed with ultrasound. Device has been explanted.

Manufacturer narrative:
The device related to the reported event of capsular contracture, malposition, inflammation/irritation, cyst(s) and nipple discharge was received on february 18, 2025, with lot number 1543315. Based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the device. Malposition: unable to observe as it is not related to the device. Inflammation/irritation: unable to observe as it is not related to the device. Cyst(s): unable to observe as it is not related to the device. Nipple discharge: unable to observe as it is not related to the device. As per the investigation procedures observed an opening and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b3; b5; d4; d6a; d6b; g2; h4; h6.

Event description:
Patient reported right side "pain, inflammation and inflammation of the mammary glands." Patient later reported "inconspicuous lymph node architecture...milk duct system with cysts (not device related) ... Homogeneous glandular parenchyma without conspicuous focal findings, and capsular fibrosis baker 4 with pain" diagnosed with ultrasound. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported right side "pain, inflammation and inflammation of the mammary glands." Patient later reported "inconspicuous lymph node architecture...milk duct system with cysts (not device related). Homogeneous glandular parenchyma without conspicuous focal findings, and capsular fibrosis baker 4 with pain" diagnosed with ultrasound. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, and h6. Photo evaluation: visual analysis of the photographs identified: ¿ nipple discharge: unable to observe since it is not related to the device. ¿ inflammation/irritation: unable to observe since it is not related to the device. ¿ cyst(s): unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ malposition: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.